Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, inspected x-arm assembly and found bent tip clamps. Fse replaced the tip clamps and cleaned the sleeves. The instrument was tested without further problem and was returned to expected operation.